Event description:
The customer reported the tubing is leaking. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file number: (B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.